Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer reused the cartridge. Tandem technical support educated the customer on cartridge on being single use products. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 189 mg/dl.